Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The intellanav open irrigated catheter was selected for use during the procedure to treat atrial flutter. It was reported that 'd05-excessive temperature' error appeared on the maestro generator after mapping and ablation in the left atrium and leakage was observed on the catheter's irrigation port around the tubing. It was noted there was no damage on the luer itself. Replacing the catheter resolved the issue. The procedure was completed succesfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Device technical analysis: the device was received for analysis photographs provided made it possible to confirm that tubing set was damaged. During the product analysis was found that the device has the irrigation tube partially detached, consequently confirming the reported complaint.

Event description:
The intellanav open irrigated catheter was selected for use during the procedure to treat atrial flutter. It was reported that 'd05-excessive temperature' error appeared on the maestro generator after mapping and ablation in the left atrium and leakage was observed on the catheter's irrigation port around the tubing. It was noted there was no damage on the luer itself. Replacing the catheter resolved the issue. The procedure was completed succesfully without patient complications. The device is expected to be returned for analysis.